Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Investigation of returned device revealed that core wire was bent and broken at approx. 25mm from tip end, trace of continued rotation to counterclockwise direction was observed on the core wire breakage site. Coil was found stretched for approx. 5mm at the core wire breakage site, but was not broken apart, guidewire was in one piece up to distal end. Lot history review revealed no anomaly relating with the reported event. All the products are inspected in the production process for meeting the product specifications and shipping criteria. Based on the obtained information, there is no indication of a product deficiency. With the outcomes of the investigation, it is inferred that the guidewire distal end might be trapped in the target lesion under the tip bent condition, where rotational manipulation was applied, the rotational force was accumulated on the core wire, which was broken off when the force exceeded the product design limit. Stretch of coil and stretch and breakage of the polymer over-coating followed upon removal of the guidewire. IFU warning section describes: if resistance is felt due to spasm, bending of the guide wire or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged. If the prolapse of the guidewire tip is observed, do not allow the tip to remain in a prolapsed position, otherwise damage to the guidewire may occur. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720&#65533;degree) in the same direction.

Event description:
Reportedly, in the ppi procedure to cto lesion at anterior tibial artery, physician advanced the guidewire through collateral vessel, however couldn't advance though. Unknown microcatheter was then used in combination for supporting purpose, but this catheter could not be advanced into the collateral vessel. Guidewire tip was then held in bent condition for better penetration to the lesion, and further attempt was made, but again the wire could not advance into the lesion. Upon removal, the coil unravel and elongation was noted. Reportedly there was no patient affect with the event.